Manufacturer narrative:
H10: the sample was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye and magnification noted a scratch on the silicone tubing approximately half inch form the closed twist sleeve. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a cut/slice in the tubing of a peritoneal dialysis (pd) transfer set. The damaged tubing was further described as "a line embedded on the outer surface of the transfer set tubing". It was further reported that the line did not cause the tubing to be cut all the way open. This issue was identified prior to connecting for pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.